Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report was verified and attributed to the pace/defib (pd) engine board. The pd engin eboard will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.